Event description:
Patient to surgery for laparoscopic cholecystectomy using a ligamax 5 clip applier. Several clips fired without trouble, then when clipping the artery the applier would not open to place next clip. New device to field. No harm to patient.